Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 3889-28, lot# va1dwqt, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a company representative. It was reported that patient felt stim in the buttock. They tried multiple programs but stim was always in the buttock. The healthcare provider (hcp) ordered x-ray and saw that the lead had moved. It was noted that patient had surgery scheduled on (B)(6) 2017. The issue was not resolved at the time of the report. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that patient had a lead revision and now felt stimulation in vaginal area. They had not heard how it was working for them. There were no complications or that no further complications were reported. Patient weight was asked but remains unknown.